Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device was returned to service. The device will not be returning to zoll. The customer also confirmed that the nurse involved did not understand the operation of the zoll surepower battery system and was not confident in its usage during the event. The biomed was able to educate the nurse on how to manage battery usage in the future. We were unable to collaborate the information. No trend has been identified.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.